Manufacturer narrative:
An event of moderate to severe paravalvular leak and incomplete stent opening (iso) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code 2017.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, at 80 percent deployment, moderate to severe paravalvular leak (pvl) was observed from left-coronary cusp (lcc) to right-coronary cusp (rcc). Incomplete stent opening (iso) was also noted. Two recaptures were performed, and iso was released successfully; however, pvl remained unchanged. The valve and the ds were removed from the patient's anatomy. A second unknown sized, non-abbott valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Event description:
It was reported that on 04 dec. 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, at 80 percent deployment, moderate to severe paravalvular leak (pvl) was observed from left-coronary cusp (lcc) to right-coronary cusp (rcc). Incomplete stent opening (iso) was also noted. Two recaptures were performed, and iso was released successfully; however, pvl remained unchanged. A second unknown sized, non-abbott valve was replaced. The patient's status was unknown.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.